Manufacturer narrative:
(B)(4). Date sent: 4/23/2026. D4: batch #875d07. Updated data: h6 (type of investigation). A manufacturing record evaluation was performed for the finished device batch number of 875d07 / 12er60b , and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: d4: batch #unk. Additional information was requested, and the following was obtained: can you please describe in detail how the device was cleaned in between firings? First firing was the device fired across another staple line? No can you please send photos for review if available? Staple was sent in was buttressing material used? If so, what kind? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a roux-en-y procedure, the surgeon fired the staple load across the small intestine, and majority of the staples were fired, however this one was essentially fired vertically in a straight line looking like a wire which looks very malformed where it could have perforated an organ or vessel. That staple load fired appropriately outside from this staple line was hemostatic and satisfactory. But the concern lies with the malformed shapes of the staples. There was no patient consequence nor surgical delay reported. No additional information provided.